Event description:
A user facility charge nurse (cn) reported that a 5008x bloodline leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred mid-treatment and was reported to be coming from the connection between the venous chamber and the line that returns to the patient. There were no other known issues leading up to the event, and there were no leaks during the prime. No disconnection or separation was noted at the leak location. All connections were confirmed to be secure prior to treatment initiation. There were no alarms from the machine. The majority of the patient's blood was able to be returned. The patient's estimated blood loss (ebl) due to the leak was 10 ml. The patient did not experience any adverse effects or require medical intervention due to the reported event. The patient was able to complete their treatment after being re-setup with new supplies on a different machine. Following the event, a machine evaluation was performed by a fresenius field service technician (fst) to verify the machine was functioning correctly. A report submitted by the fst confirmed the machine was functioning as expected without problems. Upon follow-up with the user facility, it was confirmed that the bloodline was returned for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. As the returned sample was being disinfected and prepared for analysis, a leak was found in the venous line at the connection of the venous chamber to the main line. During visual inspection of the assembly (of the main line to the bottom of the venous chamber), a gap was found between the outer wall of the tubing and the inner wall of the drip chamber port. However, during inspection of the bond under a microscope, it was confirmed that the bond had solvent. Although the leak was confirmed, the cause was not due to a lack of solvent. No other problems were found during the visual inspection. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility charge nurse (cn) reported that a 5008x bloodline leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred mid-treatment and was reported to be coming from the connection between the venous chamber and the line that returns to the patient. There were no other known issues leading up to the event, and there were no leaks during the prime. No disconnection or separation was noted at the leak location. All connections were confirmed to be secure prior to treatment initiation. There were no alarms from the machine. The majority of the patient's blood was able to be returned. The patient's estimated blood loss (ebl) due to the leak was 10 ml. The patient did not experience any adverse effects or require medical intervention due to the reported event. The patient was able to complete their treatment after being re-setup with new supplies on a different machine. Following the event, a machine evaluation was performed by a fresenius field service technician (fst) to verify the machine was functioning correctly. A report submitted by the fst confirmed the machine was functioning as expected without problems. Upon follow-up with the user facility, it was confirmed that the bloodline was returned for physical evaluation.